Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received failed battery alarm and basal delivery stopped. Customer's blood glucose was unknown. Customer was assisted with troubleshooting but was not completed. Insulin pump will not be returned for analysis.